Event description:
The facility's nurse reported an infusion pump that did not deliver cardizem. The patient was reported to be in atrial fibrillation with a heart rate of 160-170. A cardizem infusion, 125ml bag with a concentration of 125mg of cardizem in 125ml of fluid, was started at a rate of 7.5mg/hr at 4pm with a purpose to reverse the patient's condition. The cardizem infusion was titrated up to 15mg/hr, as per md standing orders. The next day, the day nurse found the patient remained in atrial fibrillation with a heart rate of 101-125, despite the cardizem infusion. The nurse noticed the IV bag was "not close to being empty" towards end of 7-3 shift, despite pump's volume infusion numbers decreasing. No amount of solution in the cardizem bag was known by the hospital. The cardiologist ordered IV digoxin due to continuation of atrial fibrillation and a new infusion pump was obtained. The patient responded and no injury resulted. The following day, the patient's heart rate was reported to be 84-106 and the IV digoxin was discontinued. The patient was switched to oral cardizem. The facility reported the physician felt that medication did not infuse for approximately 24 hours.